Event description:
Boston scientific received information that this left ventricular (lv) lead had been previously programmed off due to high pacing impedances and high capture thresholds. The lead was surgically capped and abandoned during a device replacement procedure. No adverse patient effects were reported.

Event description:
Additional information was provided that the lv impedances were greater than 2,000 ohms, and there was also loss of lv capture approximately four years ago. It was at that time that the lv lead had been turned off until the recent lead revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.